Manufacturer narrative:
D10 concomitant product: egia60amt, egia60amt egia 60 artic med thick sulu (lot#p5d1060); egiaustnd, egiaustnd endogia ultra univ std stap (lot#p5e0914) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a vats (video-assisted thoracoscopic surgery) procedure involving transection of lung tissue, the handle made a strange or "cracking" sound. The jaws of the two reloads could not be opened, and the instrument could not be retracted. To resolve the situation, a new stapler and black reload were used to cut parallel and remove the stapler. The user was required to staple higher up on the lung tissue than originally intended.

Manufacturer narrative:
Additional information: d9, g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device and a photo were available for evaluation. Visual inspection noted that the reload was partially fired, and was received locked on tissue and attached to the returned handle. The clamping mechanism was deformed. The visual inspection of the returned photo noted one image of a reload. The jaws were clamped. Tissue was present between the jaws of the reload. Staples were visible between the jaws. The cover tube was partially visible and the reload adapter was not visible. During functional testing, the reload was retracted with difficulty and removed from the returned handle. The reload was attached to a handle, and was able to be clamped, articulated, and fired. The interlock did not engage properly. Both the difficult retraction and the failure of the interlock can be attributed to damaged laminates, which are most likely a result of firing over thick tissue. It was reported that the instrument locked on tissue and it was difficult to retract the knife blade. The reported issue were confirmed. The product analysis noted evidence that the device was not used as intended. The manufacturi ng records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: always select a reload with the appropriate staple size for the tissue thickness. Overly thick or thin tissue may result in unacceptable staple formation. When positioning the stapler on the application site, ensure that no obstructions, such as clips, are incorporated into the instrument jaws. Firing over an obstruction may result in incomplete cutting action and/or improperly formed staples. Failure to completely fire the reload will result in an incomplete cut and/or incomplete staple formation, which may result in poor hemostasis and/or leakage. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: b5, g3, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a vats (video-assisted thoracoscopic surgery) procedure involving transection of lung tissue, the user closed the jaws and fired it fired 3/4 of the reload and on the fourth squeeze it cracked. The jaws of the two reloads could not be opened, and the instrument could not be retracted. To resolve the situation, a new stapler and black reload were used to cut parallel and remove the stapler. The user was required to staple higher up on the lung tissue than originally intended.